Event description:
Covidien (B) (4) regional office reports: customer states that during angiographic procedures, the tubing becomes detached from the syringe during injections.

Manufacturer narrative:
Manufacturing investigation pending receipt of product from customer. Upon receipt and completion of product investigation, a medwatch 3500a supplemental report will be submitted.